Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2008, the pt reported that while removing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. He stated, that he was able to remove the plunger and he was advised to allow the infusion device to air dry for 24 hrs. The pt switched to his backup infusion device. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.